Event description:
The recipient is reportedly experiencing sound quality issues. A CT scan revealed electrodes outside the cochlea. Repositioning surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was successfully activated. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly repositioned on (B)(6) 2022. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.